Manufacturer narrative:
(B)(4). Date sent: 09/08/2020. Additional information received: 3 op notes and one CT scan (please see attached documents).

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The patient underwent a sigmoid colon resection which resulted in a leak with localized abscess and retroperitoneal free air. During the procedure, the ecs29a was reportedly used by the surgeon to perform an end to end anastomosis. 11 days following the surgery, patient underwent exploratory laparotomy with abdominal wash-out and ostomy correction performed by a different surgeon."